Event description:
Pt used the eye drops for the first time. His eyes started burning and watering and became very red and sensitive to light. Pt was seen by a physician on the following day and was given rx eyedrops. Pt indicated during the original call that his eyes were better but still a little sensitive to light. Physician's impression was that the pt had an allergic reaction to the eye drops. Physician stated the pt recovered from this condition. One pt involved.